Manufacturer narrative:
Evaluation summary: the elevated rim, size 28 poly liner was not returned for review. Additionally, because no lot # was supplied, the manufacturing records could not be reviewed. It was estimated that the device was implanted in the yr 1991, and removed in 2009. The revised pt was small framed female. No x-rays or pictures were supplied to indicate where the wear occurred on the poly or to what extent. Finally, it is not known which head was used with this liner. An engineering analysis cannot be performed with the info provided. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the device was implanted in approximately 1991, and the pt was revised in 2009, due to poly wear.